Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose and insulin pump had unexpected restart alarm. The blood glucose level was 467 mg/dl. The troubleshooting was performed for pump error. Customer reports they were able to clear the alarm. Customer was not able to complete rewind. The alarm was occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the insulin pump and insert a new battery and the insulin pump alarmed pump error. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The insulin pump will be returned for analysis.